Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/13/2013 with the following findings: the battery was not returned with the pump for investigation. The pump powered on appropriately with functional auditory and vibratory features. A rewind, load, and prime sequence was performed successfully. A review of the black box showed no unusual voltage fluctuations. The pump was tested with an external power supply and all current draws were found to be within specifications. The pump cover was removed and no issues were found internally. No overheating occurred during testing; the complaint could not be confirmed or duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter claimed battery was hot when she removed it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product associated with this complaint has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.